Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot# unknown, implanted: (B)(6) 2010, product type lead product ID: 3708660 lot# unknown, implanted: (B)(6) 2010, product type extension product ID: b35300, serial# (B)(6), product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: 3708660, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on contact 2 (25,6kohms monopolar / 25kohms bipolar). There were no external factors identified, troubleshooting measures, or interventions. The issue was not resolved at the time of this report. No surgical intervention occurred or is planned. No patient symptoms or further complications were reported as a result of this event.